Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account on the 7th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found three brake casters, one steer caster, four caster supports, and one brake-on switch inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced three brake casters, one steer caster, four caster supports, and one brake-on switch to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.